Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon inserted locking screws in the screw heads. After this he inserted an angled transverse connector head to head. He placed a cap nut on one side, and the on the other side. When he placed the second cap nut, the first cap nut jumped off and got loose. There was a height difference between the screws, which reportedly might have been the cause for this. He could not lock the transverse connector on the side where it got loose. Then he decided to remove the transverse connector. But he could not remove the cap nut as it was stuck. He used the screwdriver as counter torque on the screw but could not remove the nut. He did not dare to use excessive force; there were small screws in weak bone. So he had to leave the transverse connector inside the patient; only locked on one side. He managed to place a transverse connector between the rods instead. The patient had no problems or discomfort the day after surgery. This is report 1 of 1 for complaint (B)(4).